Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. The most probable cause of the identified failures is the known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water tube, and the air/water cylinder had white foreign material. There was no patient involvement.